Manufacturer narrative:
Unit received with intermittent button due to corroded keypad traces. No ramping numbers noted. All operating currents are within specification. No unexpected battery out limit alarm noted. Unit functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that they received an error that they were unable to clear. Customer's blood glucose level was 451 mg/dl. She treated her blood glucose level with a manual injection. The numbers on the screen were ramping on their own. The insulin pump alarmed low battery and battery out limit. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.